Event description:
Device was designed to adhere to the bone without the use of cement. The device in this case did not adhere itself to the bone. The patient had a right total knee revision using cement and a new implant. Company representatives were here to take the explanted device back to the company.